Event description:
It was reported that a ¿call your doctor¿ icon was displayed and there was a power on reset (por) condition. The patient went to charge the implantable neurostimulator one night prior to report and in the middle of charging noticed the por. Information reasonably suggests the por was cleared as the patient observed the regular programming screen after troubleshooting. It was noted that stimulation could not be adjusted. It was added that the patient had an x-ray unrelated to the stimulation therapy five days prior to report. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID 37743, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient product ID 3708140, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 39565-30, serial# (B)(4), implanted: 2008 (B)(6); product type lead product ID 3708140, serial# (B)(4), implanted: 2008 (B)(6); product type extension. (B)(4).